Manufacturer narrative:
Continuation of d10: product ID: hh90t01 (serial: (B)(6)); product type: 2201-mobile platform; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing (4.547mg/ml at 0.125mg/day) and fentanyl (909.5mg/ml at 25.0mcg/day) for spinal pain. It was reported that the patient mentioned that the controller always took a long time to load up and then saw code 353 ("are you sure you want to exit the application?"). Agent walked patient through closing out the application and going back into the application. The boluses reset to the proper settings. Agent also assisted caller with clearing the data in the device and patient was able to successfully connect to their pump and deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue. Patient will monitor and call back if issue persists.